Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 56386 was returned and analyzed. Visual inspection of the balloon catheter showed the catheter was intact with no apparent issues. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. The dissection test showed a guide wire lumen kink and twist inside the balloons at 1.1 inches from the tip of the catheter. In conclusion, the reported guide wire lumen kink issue was confirmed through testing and failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a kink was in the balloon catheter guidewire lumen. The case was completed with cryo. No patient complications have been reported as a result of this event.